Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 45 mg/dl at the time of incident. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose events. Based on customer¿s report customer did not allege insulin pump was over delivering. The customer states that the sensor filled up with blood. Customer states the site was not actively bleeding. Customer did not receive a sensor updating alert. Customer did not receive a calibration not accepted alert. Customer did receive a change sensor alert. The insulin pump, sensor and the reservoir will not be returned for analysis.